Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the neutraclear needle free connector does not recoil causing leaking of blood from cvc r ij after being disconnected from continuous tpn to be flushed or blood to be drawn. Although requested, there was no report of harm.